Manufacturer narrative:
Additional information was received that there was no reason for returning the product and that they just sent it back. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The returned ipg sc-1110-02 ((B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.